Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0hze0, implanted: (B)(6) 2014, product type: lead. Patient codes (B)(4) pertain to ipg ((B)(4)) patient code (B)(4) pertains to tined lead (va0hze0) device code (B)(4) pertains to ipg ((B)(4) ) device code (B)(4)pertains to tined lead (va0hze0) evaluation code pertains to ipg ((B)(4)) evaluation code pertains to tined lead (va0hze0).

Event description:
A patient reported she thinks her lead wire had moved before because it was in an ¿uncomfortable spot¿ near her privates and her healthcare professional (hcp) had adjusted it and moved it over. Additional information reported by the patient reported they do not know the circumstances that led to the wire moving and being in an uncomfortable spots. The patient noted their healthcare professional (hcp) adjusted it, the patient added this was several years ago. The patient stated after adjusting the numbers and the level was moved. The patient noted it is comfortable now. The patient noted they do not know what they did to move the wire, but it moved. The patient stated the hcp told them, how but the patient had forgot. The patient stated for trouble shooting the patient kept adjusting the number until it felt better, they noted they also did a lot of praying for direction. They noted ¿it always works when you do not know what to do¿ (praying). The patient also added god bless this device, it works when adjusted correctly. The patient stated they had a kidney infections all the time, their bladder would not empty since the implant. The patient also noted they have not had one bladder infection. The patient is implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.